Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The analysis results found that the device was returned in good condition; upon inspection, visual characteristics and the functional ones make this device acceptable to work normally. As conclusion; device worked as intended on testing and cannula cap was properly attached to the cannula tabs.

Event description:
It was reported that a patient underwent a hernia repair procedure and absorbable straps were used. The white tip came off of the device, but did not fall into the patient. The procedure was completed using a like device. There were no adverse patient consequences.